Event description:
Upon extubation, an oral airway was placed. Simultaneously, the crna noted a loose piece of plastic at the top of the airway. When the crna attempted to remove the loose piece of plastic, the patient inhaled and sucked the piece of plastic to the back of her throat. The crna was able to remove the piece of plastic to prevent aspiration.